Event description:
A patient reports undergoing bilateral cataract surgery with implantation of the crystalens. Two days postoperatively, the patient complained of blurry vision and severe glare, halos, and starbursts at night. Patient also reports experiencing dry eye, eye pain, sensitivity to light, and difficulty with near and distance vision. The patient is currently taking restatis for dry eye symptoms and the physician has recommended lasik surgery. Additional information has been requested from the physician.

Manufacturer narrative:
.